Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the jejunal tube was difficult to flush because it was blocked/occluded. Reportedly, the pump had high alarm pressure but the red cap was off and the clamps were opened. They tried flushing the tube but encountered a bit of resistance and they felt something was loosened when the tube was flushed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.